Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during the basic occlusion test and they were unable to prime at 2.5 lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. All the buttons functioned properly and there was no moisture damage on the keypad traces or under the lcd screen, electronic assembly, or motor noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped in the water. Customer stated that it had condensation under the screen. Customer put the pump in rice and tried again. Customer reported that there was fluid under the lcd display. Customer stated that the pump was not dropped but was exposed to water. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.